Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. Patient underwent wash out procedure on (B)(6) 2025 and therapy was turned on following the procedure.

Manufacturer narrative:
B3-date of event is estimated.